Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited crosstalk oversensing and patient received inappropriate shocks led to therapy exhaustion. A lead revision was then performed in which lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received indicating that the lead appeared to be placed near the tricuspid valve and thus the lead was sensing atrial activity. The physician repositioned the lead was not the one who implanted the lead and could not assess if the lead was still in original position or if the lead had dislodged.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this rv lead dislodged into the atrium and exhibited oversensing of atrial activity resulting in several inappropriate shocks. Tachycardia therapy was exhausted. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--